Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, the xenon light source exhibited no image and color bars were displayed when taking images and not getting the image intended. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.